Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac arrest occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician advanced the watchman trustee access system (was) and versacross connect dilator from the superior vena cava (svc) toward the interatrial septum, the tip of the dilator made contact with the atrioventricular (av) node, resulting in loss of rhythm and asystole. Chest compressions were immediately initiated, and epinephrine was administered, with successful return of circulation. The procedure was aborted. A temporary pacemaker was placed, and the patient was transferred to the intensive care unit (ICU) for monitoring. The patients blood pressure remained stable, and the temporary pacemaker was subsequently removed in the catheterization laboratory. The patient is expected to fully recover. The patient was already slightly bradycardic, in the 50s heart rate. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
Correction to the initial MDR in block(s) patient codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Investigation summary: based on the available information, although the product was disposed of and could not be returned, we have determined that the cardiac arrest is a known inherent risk of use of this device. Device history record review: no DHR review was conducted due to there being no upn or lot number available to trace back to the customer sales. Device technical analysis: it was indicated the device is unavailable for return; therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of cardiac arrest was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of known inherent risk of device, as the clinical events including 'arrhythmias' are anticipated in nature as per the IFU.

Event description:
It was reported that a cardiac arrest occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician advanced the watchman trusteer accesss system (was) and versacross connect dilator from the superior vena cava (svc) toward the interatrial septum, the tip of the dilator made contact with the atrioventricular (av) node, resulting in loss of rhythm and asystole. Chest compressions were immediately initiated, and epinephrine was administered, with successful return of circulation. The procedure was aborted. A temporary pacemaker was placed, and the patient was transferred to the intensive care unit (ICU) for monitoring. The patients blood pressure remained stable, and the temporary pacemaker was subsequently removed in the catheterization laboratory. The patient is expected to fully recover. The patient was already slightly bradycardic, in the 50s heart rate. The device is not expected to be returned for analysis (disposed).